Event description:
It was reported that the event occurred in the cath lab. The sheath and the spring wire guide (swg) were inserted via the pt's left femoral artery without difficulty. The intra-aortic balloon (iab) was advanced over the swg through the sheath, but as soon as it exited the sheath the md experienced difficulty. The iab could not be advanced further and as a result the iab, sheath and swg were removed as one unit. The md requested another iab and this time the iab was inserted successfully into the pt's right femoral artery. There was no reported pt death, injury or complications. Medical/surgical intervention was not necessary. There was a delay/interruption in iabp therapy noted for the timeframe required to prep and insert the second iab. The pt outcome is listed as "well".

Manufacturer narrative:
(B)(4).